Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high as compared his feelings/normal readings. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at an unknown time in the morning. He tested on the subject meter and observed a value of "386 mg/dl" which he felt was higher than usual, and therefore tested on his other meter (ultramini also) and observed a value of "435 mg/dl". Based on statistical methodology, the calculated difference of these glucose results falls within the expected value of (B)(4). It is not known what range the patient considers to be normal. The patient manages his diabetes with an unknown type/dose of self adjusting insulin and he denied making any changes to his usual diabetes management routine in response to the alleged issue. Approximately 10 minutes after testing, he claimed he developed symptoms of "shaking and light headedness" but denied receiving any form of medical intervention. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.